Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation primary with 325cc mentor smooth round moderate on the left side, and unknown mentor saline on the right-side breast implants has experienced unexplained systemic symptoms postoperatively, including discomfort, weird sensations in head, noise in ear, hair loss, stiffness, nausea, heart palpitations, immune issues, sinus infections, and pain/. The patient reported that the right side is smaller and softer than the left, and pain which comes and goes, and when she lands on her stomach, she gets pain in the breasts. She has seen different doctors and didn't get any diagnosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.